Event description:
Info received indicates while performing a preventative maintenance check on the bed, the tech could not get a good ground reading.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.